Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the tubing leaked where the tubing goes into the pump. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in fluid flowing freely without any leaks. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported they noticed the tubing leaked where the tubing goes into the pump. There was no patient harm.